Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD was in backup vvi mode. The ICD was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported event of backup operation could not be confirmed. The device was unable to communicate upon receipt. The cause of communication anomaly was due to the battery depletion. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.